Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During serving, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.